Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The user facility reports that the skull clamp was used during a craniotomy for a brain tumor. They further report that there was no patient injury, and that the swivel rocker broke, when they were removing the skull clamp at the end of the operation.